Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed the incoming insulation resistance test. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed an insulation resistance test. The test failure was caused by an exposed pulse wire solder joint on the distribution node pca board. The pulse wire solder joint was exposed because there was no shrink tubing covering the joint. The root cause for the lack of shrink tubing was an assembly error. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.